Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up in clinic, higher than upper limit hv lead impedance measurement was observed. No programming changes were made. Patient will be monitored. Patient¿s condition was fine.

Manufacturer narrative:
Correction: event description: programming changes were made.

Event description:
Programming changes were made.